Event description:
User facility reported that following an uneventful novasure endometrial ablation (approximately (B) (6) 2009) the patient returned to the physician's office (approximately 6 weeks later) with fever of 100 to 101 degrees fahrenheit which the patient described as "constant." Additionally, the patient reported cramping and persistent bleeding. Antibiotics were prescribed "due to a possible infection." During follow-up on (B) (6) 2010 and (B) (6) 2010, the physician reported the patient had fevers, vaginal bleeding, but "no purulent discharge" during the 6 week post operative office visit. On examination the patient had "cervical motion tenderness, and uterine tenderness." An ultrasound revealed "an endometrial lining 11mm in thickness." She reported the patient was started on clindamycin but was switched to moxifloxacin and metronidazole (flagyl). Additionally, she reported a cervical culture was done (date unk), results of which was negative and patient is currently well. During follow-up on (B) (6) 2010 the physician reported the patient has completed her antibiotics and she continues to be well.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) and sterile lot record reviews could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4)